Event description:
Clinic notes dated (B)(6) 2013 stated that this vns patient experienced an increase in seizure the previous week. The patient¿s mother denied any new illness, changes in or missed medication, lifestyle or sleep changes, or other provocations. The mother was worried about vns because she typically could tell that it was stimulating via voice alteration or coughing, but could not hear these now. There was no recent neck or chest injury. X-rays were taken on (B)(6) 2013 and reviewed by device manufacturer. The x-rays did not identify any discontinuities within the vns system. The patient was last seen in the office on (B)(6) 2013 at which time the off time was reduced in hopes of reducing seizure frequency. Since the visit, the patient continued to have 3 seizures per week which is somewhat unusual for him as in the winter and early spring he was having 1-2 seizure per week and sometimes every 1-2 weeks. The patient was more aggressive lately. Diagnostics were performed that showed impedance and output status within normal limits. The physician believed that the battery life may be at its end due to the increase in seizures. The vns did improve the patient¿s mood; therefore, the increased aggression may also be due to the end of battery life. The output current and frequency were increased and did not cause any discomfort. The device was returned to it¿s baseline intensity and did device diagnostics with normal impedance results. The patient was referred for surgery. Attempts to obtain additional information have been unsuccessful to date. Surgery is likely, but has not occurred to date.

Event description:
The vns device was replaced on (B)(6) 2013. The device is not retrievable as the explanting facility does not return explanted products.